Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported that the insulin pump has alarmed no delivery multiple times over the last days. Customer stated she has changed the infusion set and reservoir. Customer stated it might be a bad batch of infusion sets. Blood glucose value is unknown. Customer stated the alarm was resolved by changing the infusion set. Alarm did not occur during manual prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.